Event description:
The hospital reported that a piece of the covering on the bending section of the insertion tube fell off (the bending section) when it was removed from the patient. There were no complications associated with the occurrence.